Event description:
It was reported that decrease in sensing and increase in capture threshold were noted. X ray did not show any lead damages and lead was in good position. Physician noted that the patient had cardiac tissue that had ischemic and this condition believed to be the cause of the reported issue. The physician electively replaced the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.